Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent/stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to the damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right ventricular (rv) lead repositioning was attempted, it was observed that the rv lead helix was bent. The rv lead was not used. The physician elected to use an alternate rv lead and successfully completed the procedure. There were no patient consequences.